Event description:
Health professional reported the pt experienced ¿numbness on the left side of the face¿ after injection with juvederm ultra xc in the nasolabial folds and lips. Pt also complained of bruising, tearing, and conjunctivitis. At a later time, pt presented with granuloma, nodules , and white pulses. Culture from pustules was negative for growth. Physician prescribed aczone gel, benzafoam face wash and depo-medrol. The bruising, granuloma, inflammation, and paresthesia resolved two days after injection. Supplemental info from the physician: patient was prescribed keflex, decadron, acyclovir and hyaluronidase to hasten resolution of symptoms as well as to prevent worsening of symptoms that could lead to permanent damage. At the last visit the pt¿s symptoms ¿had improved¿.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012. Device eval summary: batch number h24l619932 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming. The attributability is then impossible to determine.